Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident reported from this lot. The reported patient effect of tissue damage, as listed in the mitraclip g4 system instructions for use (IFU) is known possible complication associated with mitraclip procedures. Based on available information, reported difficult to remove from anatomy and tissue damage appear to be due to procedural condition. The reported unexpected medical intervention was a result of case specific circumstances. Additionally, there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet injury. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 5.5. The first clip was implanted without issue. To further reduce mr, a second clip was advanced to the mitral valve. However, when attempting to grasp, the clip got caught in chordae. The clip was freed from chordae; however, a leaflet flail was observed. The clip was implanted. An additional clip was also implanted to treat the leaflet flail, reducing mr to grade 2-3. No additional information was provided.